Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that two valved trocars leaked during a case. The product was replaced and the procedure was completed. There was no patient harm. Additional information has been requested and received. The product sample was requested for evaluation.

Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Three opened cannula/hub assemblies were returned for evaluation. The returned samples were visually inspected. Two samples were found conforming and one sample was non-conforming with a cut in the septum. The two conforming samples were then leak tester and were found conforming. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).